Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced unexpected battery depletion without a low-battery alert, after which the pump powered off and the user¿s blood glucose rose to 401 mg/dl; the user reported that the pump typically lasts about one day per charge and expressed dissatisfaction with battery performance. Symptoms included headache and blurry vision consistent with hyperglycemia. Outcomes included prolonged hyperglycemia exceeding 90 minutes that was corrected with a subcutaneous insulin injection, with no medical intervention or hospitalization and with nonmedical assistance provided out of kindness. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.